Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported tampon string pulled out during removal. Consumer was able to manually remove the tampons and is doing well.